Event description:
Received a depuy pinnacle hip implant on (B)(6) 2008. Developed blood clots two weeks later. Returned to hospital for a week. Had blood clots for over 18 months. I have had and still have the following problems since my surgery. Swelling, no strength in leg, cramps, sharp pains, burning sensation, chilled sensation in the back of my hip, numbness in my toes, clicking noise, swelling down my entire leg, problems maintaining blood count, groin pain, trouble sleeping due to pain, depression due to health issues. I returned to my surgeon who told me that the swelling was initially due to the blood clots. Then was told I had a hernia, that is where the groin pain was coming from. Was checked three times for a hernia, and had none. I have been in and out doctors offices at a minimum of twice a month for the past three years. My family physician is treating me for pain management, to which they have had to increase the pain medication, because the pain is getting worse not better. I have used no other products at this time. The implant is still in my hip, but I am looking to have revision surgery if possible.